Event description:
Patient's meter would only display "888" and powers off. Patient had been feeling dizzy at the time of concern and unable to obtain a blood glucose reading. No actions were taken following the attempted use of the meter. Patient did not attempt to re-test and decided to visit their physician. Date of the clinic visit is unknown. The clinic's meter read "78 mg/dl". No treatment was reported at the clinic. There was no evidence of an adverse event. Patient's family member had already replaced the meter's batteries. The customer service representative replaced patient's meter due to the unit power off during use.